Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter (pt's mom) contacted lifescan (lfs) customer service on (B)(6) 2009 alleging an "er1" issue with the pt's one touch ultralink meter. The reporter claimed that the pt developed results as a result of the reported issue; however, she was unable to report the specific symptoms and if the symptoms started before of after the "er1" issue began. The reporter claimed that the pt may need to go to the hospital; however, there were no other forms of treatment reported. According to the troubleshooting performed with customer service, the reported issue was not resolved. Replacement products were sent to the pt. There is no indication that the product caused or contributed to an adverse event. There was no evidence that the pt suffered a serious injury and there were not reports of any form of medical intervention. However, this complaint is being reported because the reported "er1" issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.